Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate unknown results when compared to another meter's result (contour). This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.